Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced intermittent stimulation. It was noted that actions required as a result of this event included reprogramming. It was noted that the product issue was resolved. It was reported that (B)(6) dystonia patient with good cognitive conditions was abroad on holiday and experienced a stop of stimulation for about 1 hour. It was noted that the patient checked his implant with his programmer and the implantable neurostimulator (ins) status was off. It was noted that after switching on with the hand programmer stimulation worked well with no further loss of stimulation. It was noted that the patient had a magnetic door opener card in his shirt pocket near the ins and assumed that may be the reason. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that the symptoms associated with the event were less than 50 percent therapy relief. It was noted that the patient had worsening of dystonia symptoms for about 1 hour.